Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio during testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device had low audio. A device history review revealed no issues that could have caused or contributed to the reported issue. The condition was verified. The cause of the condition was found the speaker dislodged from the rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5/h11: the issue of low audio identified during device evaluation would not lead to a death or serious if this malfunction were to recur. Unusual audio would not be considered a risk to patient safety, only the absence of audio would be a risk.